Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: surgeon had a problem to meet the proximal hole in the expert hind foot arthrodesis nail (han) during surgery. After the drilling of the dynamic hole, the drill was left in place, which would mean that the most proximal hole should be possible to drill without any problem. The drill was bent slightly to meet the hole. No consequence to the patient was reported. There was a surgery delay of 5 minutes. This report is 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. Investigation could not be completed, no conclusion could be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
(B)(4): the inspection of the device performed as part of the product development evaluation reported the implant was not returned to be checked with the aiming arm no physical check can be performed. The proximal hole is diameter 5.1 mm and the drill bit for the 5 mm locking screw is 4.2 mm. The system contains a 5.0 mm drill bit intended for the 6.0 mm distal screws and a possible error could have occurred where the incorrect drill sleeve and 5.0 mm drill bit were used for the proximal locking. This would cause the drill to be tight in the 5.1 mm hole and making it bend slightly in the hole. No design related root cause can be identified. Since the implant was not returned for analysis the present complaint cannot be fully analyzed and we are not able to give a conclusive statement regarding a possible failure reason.